Manufacturer narrative:
(B)(4). The product analysis lab evaluated the device. The device failed the homechoice rite (return instrument test / evaluation) functional test. The device also failed the rite electrical earth leakage current test. Visual inspection revealed fluid was present in the positive in filter and throughout pneumatic system including the compressor. The root cause for rite test failure - earth leakage current was determined to be a wet compressor due to fluid ingress. The device's service history record was reviewed and no issues were identified that may have contributed to the rite electrical failure. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
During evaluation of a returned homechoice (hc) device, the product analysis laboratory determined the hc machine system failed returned instrument test/evaluation testing due to a failure of the earth leakage current test.